Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used in the lungs during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached at the distal end inside the patient. Reportedly, the detached piece was retrieved in the scope during cleaning. The procedure was completed with this device. There was no visible damage on the device and its packaging prior to use.

Manufacturer narrative:
A visual assessment of the returned device found the needle broken at the proximal end where it is welded with the drive wire. Additionally, the drive wire was also found to be kinked from the distal end. The catheter was torn near the distal end where the needle broke and the needle hub was missing with the distal piece of the broken catheter. Functional evaluation found the drive wire could extend and retract without any issue when the handle was actuated. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the needle was detached. It is possible that the needle to drive component attachment was exposed to a force greater than 4.0 lbf during use in the procedure. If so, it is possible that the joint could potentially fail. Therefore, the most probable root cause is ¿operational context¿. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used in the lungs during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached at the distal end inside the patient. Reportedly, the detached piece was retrieved in the scope during cleaning. The procedure was completed with this device. There was no visible damage on the device and its packaging prior to use.